Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. The annular perimeter of the native valve was 71mm. Prior to procedure, and angiogram showed a significant lesion in the lms, so it was decided to perform a pci. A stent was placed but soon after the patient lost pressure and CPR was commenced. Auto pulse CPR was carried out while attempted to treat coronaries. After around 30 minutes of CPR, the decision was made to deploy valve in the hope that treating the as and it would stabilize the patient. The valve deployed quickly with limited views available due to the auto pulse CPR. The implant depth of the valve appeared to be 4-5mm. The valve dived into the lvot leading to torrential ar. A 23mm non-abbott valve was then deployed inside the navitor valve. The ar resolved but there was a downtime of 50+ mins, so it was decided to stop CPR on the patient. The physicians allege that the cause of death was due to critical lms stenosis, which while treating resulted in a loss of pressure, as well as severe aortic stenosis. The physician doesn't allege that it was the valves fault and that it was a last attempt to save the patient.

Manufacturer narrative:
Correction: b2, h1. An event of migration or expulsion of device (ventricular direction) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration in ventricular direction could not be determined. The patient effects of death was due to critical lms stenosis, which while treating resulted in a loss of pressure, as well as severe aortic stenosis. The aortic valve regurgitation appears to be related to the device migration. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. The annular perimeter of the native valve was 71mm. Prior to procedure, and angiogram showed a significant lesion in the lms, so it was decided to perform a pci. A stent was placed but soon after the patient lost pressure and CPR was commenced. Auto pulse CPR was carried out while attempted to treat coronaries. After around 30 minutes of CPR, the decision was made to deploy valve in the hope that treating the as and it would stabilize the patient. The valve deployed quickly with limited views available due to the auto pulse CPR. The implant depth of the valve appeared to be 4-5mm. The valve dived into the lvot leading to torrential ar. A 23mm non-abbott valve was then deployed inside the navitor valve. The ar resolved but there was a downtime of 50+ mins, so it was decided to stop CPR on the patient. The physicians allege that the cause of death was due to critical lms stenosis, which while treating resulted in a loss of pressure, as well as severe aortic stenosis. The physician doesn't allege that it was the valves' fault and that it was a last attempt to save the patient.